Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device was inaccurate. No pt injury or medical intervention necessary.